Event description:
It was reported that a patient received several aborted therapies in the vf due to noise. The pacing lead impedance and pacing threshold are very stable. The patient will be sent for fluoroscopic analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.